Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because during a normal device change out, while the physician was testing this lead, it dislodged. The physician was unable to reposition the lead so another brady lead was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.